Event description:
A customer reported via phone call indicating that they took an x-ray with their insulin attached to them. The patient's blood glucose level was unknown at the time of the call. The customer did not mention why they were in the hospital. The customer did not report a malfunction of the insulin pump. However, the customer was informed that the insulin pump can be replaced if they do not feel comfortable with it. The customer returned the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.